Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical errors codes indicating control or communication error. The service engineer confirmed the error codes in the device logs and replaced the control printed circuit board (pcb) according to the recommendations in the service manual. After replacement, pre-use and functional checks passed. A visual inspection of the returned control pcb showed a large sticky area, which enclosed a number of electrical components. The stickiness probably originated from dried liquid. The evaluation of received device logs confirms occurrences of the reported technical error codes on (B)(6) 2021, and (B)(6). The date of event will be adjusted to (B)(6). When tested in the reference ventilator, three pre-use checks passed, and during seven days of simulated use test ventilation, the returned control pcb worked as expected. If the reported failure appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. Liquid in the ventilator may create an acute short circuit and stop of ventilation. Liquid/moisture on pc boards may also lead to corrosion which may lead to a failure/short circuit and stop of ventilation. Alarms will be generated. The conclusion is that the reported problem could be confirmed in received device logs. Liquid on the returned control pcb provides the most likely explanation, but as the technical error codes were generated on two separate occasions during a month, another hardware problem with the pcb could not be ruled out. When tested in the reference ventilator, the returned control pcb worked as expected.

Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board at start-up. There was no patient involvement. Manufacturer's ref #: (B)(4).